Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. The product was evaluated. An exterior visual inspection was performed and failed due to cracked lcd. Picture was taken. Receiver functional test was performed and failed due to cracked lcd. Receiver touch screen manual test was performed and failed due to lcd was damaged. An interior visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was confirmed. The probable cause was determined to be a damaged lcd screen. No injury or medical intervention was reported.